Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) exhibited fluid loss; therefore, the device was removed and replaced. There were no patient complications.